Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during fill tubing. No troubleshooting could be performed as the customer had changed the cartridge and infusion set. There was no impact to the customer's blood glucose level.